Event description:
Same case as MDR ID: 2134265-2015-05334. It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery (rca). A 330cm rotawire¿ was advanced to treat the target lesion. During the procedure, a 1.25mm rotalink¿ plus was used successfully in the proximal rca. The 1.25mm rotalink¿ plus was then exchanged for a 1.50mm rotalink¿ plus and advanced. It was then noted that the rotawire¿ had knotted and at the same time a gas leak was heard with the advancer. Suddenly, the rotawire¿ broke in the inner vessel and was not able to be retrieved after several attempts. After an hour, a cardiovascular surgeon was brought in to remove the broken wire via surgery. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has only segment of distal end present, it has the distal tip detachment due to rotational wear. Also part of the body was returned with kinks. The overall length, outer diameter of the distal tip and proximal section could not be measured due to the condition of the device. The outer diameter of the middle section was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05334. It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery (rca). A 330cm rotawire¿ was advanced to treat the target lesion. During the procedure, a 1.25mm rotalink¿ plus was used successfully in the proximal rca. The 1.25mm rotalink¿ plus was then exchanged for a 1.50mm rotalink¿ plus and advanced. It was then noted that the rotawire¿ had knotted and at the same time a gas leak was heard with the advancer. Suddenly, the rotawire¿ broke in the inner vessel and was not able to be retrieved after several attempts. After an hour, a cardiovascular surgeon was brought in to remove the broken wire via surgery. No further patient complications were reported.